Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer experienced the robotic sample handler (rsh) carrier position not picking up the racks from the bay and no indicating lights while using the architect c16000 analyzer. The right side rsh cover was removed and evidence of a liquid spill on the sensor interface board (sib) and cables to sensors was found. When the cables were removed, an area of burn damage was seen on the cable. Two fuses were blown on the sib. No fire or injury was reported and no exposure to liquid was reported.

Manufacturer narrative:
The customer experienced sample carriers not being picked up by the robotic sample handler (rsh) and also noticed the rsh status indicator lights did not illuminate when carriers were inserted into any of the rsh bay positions. Errors 0286 carrier detected in bay(x) section (y) and 9086 connection error between scc and processing module, were generated. The customer stated that a reagent bottle placed on top of the rsh was inadvertently spilled, and may have contributed to the event. An abbott field service engineer (fse) was dispatched to the account and found evidence of liquid spilled onto the sensor interface board (sib) and its associated cable (cable, sib udb w640 part 7-86284-01). A small burnt area was observed on the connector of the sib cable. Two sib fuses were blown. The fse replaced the fuses (fuse, 1.5a nano part 7-96276-01 , fuse, 4.0a nano part 7-96275-01) and the cable (cable, sib udb w640 part 7-86284-01). The cable (cable, sib udb w640 part 7-86284-01) was determined to be the likely cause of the observed smoke.the analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. No adverse trend or systematic issue was identified for the issue identified in the complaint. The current complaint was the sole complaint of a smoke/burn incident involving the sib cable (part number 7-86284-01) over the 72 month review period. Product labeling was reviewed and found to be adequate. The architect system operations manual provides labeling regarding electrical hazards and emergency shutdown. The manual provides probable causes and corrective actions for errors 0286 and 9086, which include hardware failure. The architect c16000 system service and support manual provides information regarding the replacement of the sib cable. Architect c16000 analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified after the cable was replaced and repairs were completed. The issue was resolved through normal troubleshooting procedures. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.